Event description:
Two devices (cev 9649-5n and cev500t5) were returned for repair to mxi service and repair. It was reported that the needle holder was sticking.

Manufacturer narrative:
Device 2 of 2: cev500t5 (lot: 120403) - manufacturing date: 04/01/2012. (B)(6). Device 1 of 2: cev9649-5n: evaluation of this device indicated that the instrument sheath was damaged and presented with sings of impact. The instrument sheath was most likely damaged by impact of abrasion during use or reprocessing. Device 2 of 2: cev500t5: evaluation of this device indicates that the handle was stuck and difficult to use. The sticking was most likely due to lack or regular lubrication of the instrument. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference # n/a. (B)(4).